Event description:
It was reported that the pump touchscreen was "glitching". Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.